Event description:
Zoll m series used in medical transportation setting. Staff unable to obtain co2 reading. Attempted to reset unit. Had a reading of 5 for a brief second but no wave form and so staff did not believe that reading was correct. After several more unsuccessful attempts to obtain a reading, other methods of verifying airway were used. The unit was pulled from service and one zoll m series monitor and one capnostat were returned to vendor.